Event description:
It was reported that the patient underwent a revision surgery due to dislocation approximately 2-months post implantation. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10: hxpe liner neut 58 ll x 40 item# 00-8751-013-40 lot# 65346726. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced a dislocation after an unknown amount of time post implantation. Attempts have been made it and no further information on the reported event has been provided.